Event description:
Olympus was informed that during a cystoscopy with a bladder tumor resection, the cable sparked and melted into two parts. It is unknown if the cable was frayed or inspected before use. A different but similar cable was used to complete the procedure. There was no patient or user injury reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore the user's experience cannot be conclusively determined at this time. If the device is returned for evaluation or additional and significant information becomes available at a later time, this report will be updated.